Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection/loose connection was reported between the supply line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection/loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette, and the transfer set resulting in a disconnection. Renal therapy services (rts) assisted in disconnecting and removing the cassette using aseptic technique and advised the patient to follow-up with the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.